Event description:
During post-op x-rays after hip arthroplasty, a fracture was observed from the proximal posterior to the tip of the stem. The patient was reopened and the fracture reinforced with cabling and cement.